Manufacturer narrative:
On-site investigation was performed. Based on provided information, it was found that one-way valve was defective. Part number of defective valve was not provided. Device was repaired by hospital engineer. The device's logs and defective part were not available for further investigation. This record was decided to be reported based on available information, as the initial description might have underlying causes which represent a reportable event. The cause of the reported issue has been determined, as related to faulty part.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).